Manufacturer narrative:
(B)(4). Device evaluated by MFR,: the device was returned loaded in a rotablator. The guidewire was inspected and it was found with the body broken in the middle of the device, the other part broken of the wire was not returned. The part of the wire returned has the body kinked in the middle of the device near to the broken section and a kink in the proximal section. The device couldn't be removed from the rotablator, since the kinks are the cause of the guidewire being unable to be removed from the burr. Dimensional inspection was done. Overall length and outer diameter of the distal tip couldn't be measured due to the device condition. All other outer diameter are within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10jun2016. The device was received with no reported issues. However, device analysis revealed that the guidewire was broken.